Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer's blood glucose was 200 mg/dl at the highest. The customer reverted to manual injections for alternate insulin therapy.